Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. It was noted by a representative that after testing the system is functioning as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that after taking two spins, the site confirmed accuracy. The surgeon then noticed the instrument would be resting on bone, but on the system it would be deeper as if the surgeon had already drilled. The reference frame was not bumped, the patient did not move, and the inaccuracy was with every instrument. There was a reported delay of less than one hour and no reported impact to patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that in order to finish the procedure the surgeon continued using navigation and drilled shorter, so as not to go deep.

Manufacturer narrative:
A software investigation was initiated but was unable to determine probable cause without further information since the behavior could not be replicated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. If information is provided in the future, a supplemental report will be issued.